Event description:
A report was received that a patient will undergo an explant due to discomfort. The ipg is located at the belt line.

Manufacturer narrative:
Additional information was received that the patient will not undergo an explant procedure at this time.

Event description:
A report was received that a patient will undergo an explant due to discomfort. The ipg is located at the belt line.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8116-50 serial # (B)(4) description: scs 50cm paddle lead.